Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's device wasn't working and that it stopped working sometime in the 1990's. They also reported having neck issues. No further complications reported.